Manufacturer narrative:
(B)(4). Per the device history review, 37 devices were made and 36 devices were released on 15 jul 2016. The expiration date of the devices is jun 2019. One device failed for clip opening and was scrapped for lal testing. No other devices failed. All remaining devices passed final and quality inspection. There was nothing in the DHR to indicate that the device was released with any non-conformances that would have contributed to the complaint. Device was discarded by facility.

Event description:
During a minimally invasive procedure, the device malfunctioned when the surgeon attempted to close the clip. He couldn't get it to release, so he removed it safely from the patient and then eventually managed to get it to close over the sterile field. When he attempted to pull the orange tab to cut the wires and sutures, the tab pulled off of the wires, leaving them exposed and the clip still attached to the delivery mechanism. He then grasped the wires with a grasper, pulled and was able to get the clip to deploy and release from the mechanism. No patient safety issues, nor procedure effectiveness concerns. Another pro device was used to complete the case.